Manufacturer narrative:
(B)(4). Device passed displacement test and selftest. Device received with damaged keypad overlay texture. Moisture damage on motor assembly and force sensor assembly. Tested with a test p-cap and the test p-cap locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump damage on bottom of the screen until near the up arrow button. The customer also reported that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will be returned for analysis.